Event description:
It was reported the patient had increased tiredness. The patient did not have another cassette on hand not impacted by recall for next mix. Rph recommended patient go to the hospital for medication administration/observation, as pharmacy would not be able to get non-affected product out to her in time. Patient verbally understood. No patient injury was reported. No additional information is available.

Manufacturer narrative:
Other, other text: additional information provided in h6 and h10. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. No product was returned; therefore, no visual and functional tests were performed, the reported complaint could not be confirmed, and the root cause could not be determined. If the product is returned, this complaint will be reopened for further investigation.